Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result for one patient sample. The results for the patient were: on (B)(6) 2015 at 17:44=184 mg/l. On (B)(4) 2015 at 07:08 =219 mg/l. On (B)(6) 2015 at 05:42=0.67 (0.7) mg/l. This result was questioned. On (B)(4) 2015 at 10:04=261 mg/l. On (B)(6) 2015 at 07:36=225 mg/l. All of the results were reported outside the laboratory. The responsible physician or the ward did not alert the lab. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Based on the analyzer alarms and data manager information, a micro clot in the sample was thought to be the most likely cause.

Manufacturer narrative:
This event occurred in (B)(6).